Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, increased threshold with loss of capture was noted on the right atrial (ra) lead with intermittent phrenic nerve stimulation. Diagnostic imaging confirmed ra lead dislodgement, and the lead was successfully revised. The patient was stable with no consequences.